Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient reported a broken sensor wire. The sensor was inserted into the abdomen on (B)(6) 2017. It was reported that the patient's father removed the sensor pod and the sensor wire remained in the patient's abdomen and safely removed the sensor wire with his fingertips. No medical intervention was reported. Additional event or patient information is not available. No product was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.